Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up/ inspection for use, the subject device exhibited static noise in the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image black, white residue on air/water and auxiliary channels. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction static on the screen leading to a black image due to a faulty plug unit. Additionally, the most probable cause of the white residue observed on the air/water and auxiliary channels could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.